Event description:
--

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged into the right atrium (ra). A lead revision was performed where this lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific crm, visual inspection noted the complete lead was returned. The spiral fixation mechanism appeared normal. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming the conductor and insulation were uncompromised and intact.